Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no-foam leaking from a broken fitting on the bottle. No operator exposure was noted.

Manufacturer narrative:
Bci service contacted the customer on (B)(6) 2010 and had the customer trim the tubing that was coming off of the fitting and cleaned the fitting. Tubing now stays on and the issue was resolved.